Manufacturer narrative:
Vyaire technician received and performed evaluation. A visual inspection of the gde did not show signs of physical damage to it. After installing this assembly into a known good top level unit it was powered on and no vent-inop condition was found. The extended system test was performed and passed with no alarms being initiated. The system was then shut down and powered on in service mode and after review of all xdcr calibrations there were no abnormal calibrations found. After applying pressure to each xdcr while monitoring the a/d counts no failure in response was found. The system was then powered back into user mode and cycled for 30 minutes with no alarms being active nor any high volumes being delivered. The reported issue of calibration issues and high volumes were not reproduced.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Any additional information provided by the customer will be submitted in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the avea ventilator has water in gde, alarmed high volumes and transducers is not calibrating. The customer confirmed that there was no patient involvement associated with the reported event.